Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set cannula pinched at the end on (B)(6) 2025. Patient noticed symptoms within three hours after insertion. The site of location was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.